Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps was analyzed and found customer reported that the instrument tip dislocated from the shaft during insertion through the trocar. The instrument¿s main tube was broken about 1.472" from the distal tip. Fragments from the broken main tube are missing, while nearby components remain undamaged. Additionally, the instrument was dislodged at the proximal clevis, with the main tube separated from it. The complaint was confirmed by failure analysis. The probable root cause of the broken main tube and detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of the dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during the insertion through the trocar the dislocation of the end of the cadiere forceps (cf) instrument from the shaft is noticed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site responded that none of these failed/broken instruments had any negative impact on patients and didn't delay the care.